Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the images and calculations. It was noted the surgeon was trying to give the patient a balance without compensating the patient¿s near vision. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unaccounted for miss with the toric intraocular lens in combination with the system's measurements. The patient had an unexpected outcome and reports blurry vision. The patient has been using contact lenses but reports no improvement with vision. The patient will undergo photorefractive keratectomy at a later date. Additional information received states the patient's eye is in line with the center of intraocular lens. The patient is only using the soft contact lenses to give a balance to see what works best for him without compensating the near vision. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.